Manufacturer narrative:
Lot number - the customer reported a potentially associated lot number, r19c12032. Manufacturing facility - the device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106 costa rica. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set became disconnected from the IV site during infusion of heparin. This led to a leak onto the patient¿s bed. The nurse was unable to reconnect the set. A new set was hung, and there were no issues connecting the new set to the piv hub. After the set that had disconnected from the patient was removed, the customer attempted to connect the set to another hub that was not attached to a patient. The customer was unable to maintain a connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The potential lot # r19c12032 was manufactured on march 13, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. Functional testing was performed including pressure test and clear passage and no issues were noted. The reported condition was not verified. A batch review was conducted on the potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.